Event description:
It was reported that the rv lead exhibited high threshold. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.